Manufacturer narrative:
Additional information section: d.9. A biofilm was reportedly present during explant. The recipient has reportedly healed and the infection resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information section: h.6. Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed and silicone damage was observed on the top and bottom cover of the device. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed a broken antenna shield wire. This is not related to the return reason. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient reportedly underwent wound washout on (B)(6) 2025. The recipient was reportedly continuing an antibiotic treatment for ongoing infection. There were reportedly purulent discharge and wound dehiscence with implant exposure. Reimplantation is reportedly being considered after recipient heals. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.